Manufacturer narrative:
Manufacturing site evaluation: samples received: 10 unopened pouches there are no previous complaints of this code/batch. There are no units in OEM stock. We have received 10 closed samples and 1 open and used sample with the thread broken. (There are marks of needleholder/surgical instrument on the broken thread). Tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable. Us reporting agent notified on (B)(6) 2014.

Event description:
Country of complaint: (B)(6). Thread released from skin under bandage.